Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 30mm watchman laa closure device was implanted. The patient was on aspirin, lovenox and plavix post implant. On (B)(6) 2020, a CT scan was performed and found a large thrombus in the left atrium. Per report, the patient was not compliant with their medication. The patient remains on lovenox.